Manufacturer narrative:
Information was received indicating that during device evaluation and testing, the biomedical engineer (bme) discovered that the plug was still connected to the air inlet port and found that the customer had an incorrect test setup. After the plug was removed, the issue was resolved.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a low-leak co2 rebreathing risk error while the device was in ventilation mode. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported.